Manufacturer narrative:
Koki tominaga, md, takaaki inoue, md, phd, fukashi yamamichi, md, phd, masaichiro fujita, md, and masato fujisawa, md, phd. Impact of vacuum-assisted mini endoscopic combined intrarenal surgery for staghorn stones: analysis of perioperative factors of postoperative fever and stone-free status. J endourology 2023;37:400-406. B3 date of event: the earliest procedure date was used as event date.

Event description:
It was reported in the journal of endourology that a retrospective study was conducted to evaluate the clinical outcomes of vacuum-assisted mini-endoscopic combined intrarenal surgery (vmecirs) for staghorn stones. A total of 61 cases of patients treated with vmecirs were assessed. The following boston scientific products were used during the procedures: versapulse powersuite and slim line fiber. Regarding postoperative complications, 6 patients experienced postoperative fever for only 1 day and 12 patients for more than 2 days. One patient developed urosepsis and required management in the intensive care unit for three days.